Manufacturer narrative:
Concomitant products: persona articular surface fixed bearing posterior stabilized (ps) right 12 mm height catalog# 42521401012 lot# 62388764; unknown femoral. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent a revision procedure due to tibial loosening fifteen (15) months post implantation.

Manufacturer narrative:
UDI# - (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends